Event description:
It was reported that a user contacted support to adjust the cgm glucose target due to recurring low glucose, with a recent low event of unclear cause that was treated with oral glucose without an immediate effect. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.